Event description:
During a follow-up, increased pacing impedance was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. The ra lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up, increased pacing impedance was noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. A revision procedure is anticipated but no intervention was performed at this time. The patient was stable and will continue to be monitored.